Event description:
It was reported there was black particulate found in the pump medication during refills. This was the second time during a pump refill that the hcp has found black particulate in the remaining drug in the pump. The black particulate was sent to a lab and it was found to be inorganic matter. The hcp was concerned that there was a problem with the pump or deterioration with a part of the pump causing the sediment. The hcp was considering replacing the pump surgically. The patient status was alive; no injury. The pump was delivering dilaudid, bupivacaine and fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j0177982r, implanted: (B)(6) 2001, product type: catheter. (B)(4)